Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the cooling unit was defective. Upon troubleshooting, fse confirmed that the cooling unit had flow issues, which cools the x-ray tube. Fse replaced the x-ray cooling unit, but the issue was not resolved. On further analysis, fse identified that the main breaker tripped in the generator because a converter had a shorted circuit. It was also confirmed by the customer that the system had power issues causing the converter to short circuit. To resolve this issue, fse replaced the converter in the follow-up work order, which corrected the generator issue. The defective x-ray cooling unit was sent for failure analysis, and no failure was confirmed. After the replacement of the converter, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the cooling unit was defective and the allura system was down. No patient or user harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc, hard disks and the cooling unit. Philips has started an investigation of this complaint.